Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08705 inches. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia with glucose level was 1018 mg/dl, on (B)(6) 2018. The customer blood glucose level was 800 mg/dl at the time of incident and the current blood glucose level was 85 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with intravenous, fluid, 80 units and 100 units of insulin for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as dehydrated very weak barely walk. The device will be returned for analysis.